Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intraperitoneal (ip) gentamicin (dose, frequency and duration not reported) and ip ampicillin and sulbactam (dose, frequency and duration not reported). On an unknown date the patient was discharged from the hospital and antibiotic treatment was discontinued. At the time of this report the patient was recovered from this peritonitis event. Physioneal therapies were ongoing. No additional information is available.